Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2125703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure during patient use. The procedure was completed using manual compression. There was no reported patient injury. The procedure was a diagnostic coronary procedure using a retrograde approach via the common femoral artery (cfa). The user was mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The balloon lost pressure after being pulled to the arteriotomy. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure during patient use. The procedure was completed using manual compression. There was no reported patient injury. The procedure was a diagnostic coronary procedure using a retrograde approach via the common femoral artery (cfa). The user was mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The balloon lost pressure after being pulled to the arteriotomy. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure during patient use. The procedure was completed using manual compression. There was no reported patient injury. The procedure was a diagnostic coronary procedure using a retrograde approach via the common femoral artery (cfa). The user was mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The balloon lost pressure after being pulled to the arteriotomy. The product was not returned for analysis. A product history review of lot f2125703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.